Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the prime button was used by a healthcare professional to infuse medication. The hospital launched an investigation against the healthcare professional, and we were only asked to provide supporting documents that the cadd legacy pumps were maintained properly. No patient injury was reported. (Note: (B)(4) had been initiated for this event but was deleted in error).